Manufacturer narrative:
Information was entered in error in h3; there are no changes from the initial report. Correction in h1. Additional information: h6: component codes, type of investigations, findings, and conclusions. Device evaluation: product not returned and photos were not provided, so a device evaluation could not be performed. Potential cause root cause was unable to be determined. This event could possibly be attributed to torque handle wear through use over time or multiple sterilization cycles, resulting in the closure top being under torqued. DHR review dhrs were unable to be reviewed since the lot numbers are not known at this time. Device use this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that set screws were loosened at the bottom of a previously implanted construct and a revision surgery was scheduled to occur. Additional information was requested but was not provided. This is report 2 of 3 for this event.

Manufacturer narrative:
Common device name: polaris spinal system -translation screw or vitality spinal fixation system. PMA/510(k) number: similar to k150896 or k140123. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2021-00123 to 3012447612-2021-00125.

Event description:
It was reported that set screws were loosened at the bottom of a previously implanted construct and a revision surgery was scheduled to occur. Additional information was requested but was not provided. This is report 2 of 3 for this event.